Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the video slice (vsl) to resolve the issue. The system was tested and verified as ready for use. As of the date of this report, the vsl has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure (post anesthesia), the customer reported to an intuitive surgical, inc. (Isi) technical service engineer (tse) that error 45310 was observed while connecting the endoscope to the endoscope controller (ec). The customer reset and cleaned the ec multiple times, to recover the error, however the error returned. The procedure was converted to a traditional laparoscopic surgery with no reported injury. At this time, it is unknown if ports were placed on the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the video slice (vsl) to perform failure analysis. In system logs, the error 45310 was found indicating the fault confirming the fault occurred in the field. Upon visual inspection, corrosion was observed on the components of the vsl, along with a significant accumulation of dust. The unit was installed onto a golden system where was triggered indicating fault on the vsl. It failed error 45310, 48266. The vsl board was found to have a thick layer of dust, and its components exhibited significant corrosion. The probable root cause is attributed to corrosion on the components on vsl board.

Event description:
Refer to h11 for follow-up information.